Manufacturer narrative:
The investigation of automated impella controller (aic) - display issue has been completed. The impella device was returned for evaluation. The console logs are consistent with the reported issue. The root cause for the aic frozen on "please wait" screen with progress bar while purge cassette change was due to the defective purge unit driver (pud) pca. No issue with the aic were observed for the reported failure mode of aic - display issue.

Manufacturer narrative:
The console was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported that a patient had support ongoing when the automated impella controller (aic) had a frozen screen. The team was performing purge cassette replacement at the time. The aic was swapped/replaced per instructions for use recommendations.